Event description:
The customer reported that their central nurse's station (cns) alarms are not set according to the alarm master.

Manufacturer narrative:
Details of the complaint customer at (B)(6) reported the following issue: 10/15 rooms 502,505,601,609,611,616,619,626,628,702,703,705,708,711,715,716,717,723,728,730,806,807,808,809,906,909,910,912,921,922,926- alarms not set according to 'alarm master.' Investigation summary: the details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device information was not provided nor were logs retrieved for evaluation. The customer was not willing to provide further information. This was confirmed under notification 300182278 (ticket (B)(4)). It is unknown if this was caused by user or by the system. As it is not clear what, or if, the customer was alleging, no root cause analysis or risk assessment could be performed.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) alarms are not set according to the alarm master. No patient harm or injury was reported. This complaint was created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) alarms are not set according to the alarm master.